Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device had cracked case at display window corners, minor scratched lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that she went into the pool with the insulin pump. Customer stated that there is fluid under the lcd display. Blood glucose value was 62 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.